Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient sees better in right eye. The lens was exchanged for another lens model 28 days following the initial procedure. Clinical reason for explant was mentioned as residual astigmatism, lens rotation. Additional information was received, the iol was rotated and was under powered. The lens was replaced with the another company lens. There was no patient harm and symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).